Manufacturer narrative:
(B)(4). Medical products: femur cemented (ps); p/n: 42500606001, l/n: 62295943; articular surface fixed bearing (ps); p/n: 42511400510, l/n: 62304453. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that a patient underwent an initial knee arthroplasty 5 years post-implantation. Subsequently, the patient experienced loosening and the tibial component was revised. No additional patient consequences were reported.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to loosening. The tibial component was revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.